Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (non-functional) has been confirmed. As received, the battery was unable to power a monitor. Upon evaluation, one of the battery cells was defective and lacked and output voltage. The cause for the non-functional battery pack is the lack of output voltage at one of the cells. The root cause for the lack of output voltage is a defective cell. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned a battery indicating that it was non-functional.